Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the cartridge was leaking. Customer¿s blood glucose level was 507 mg/dl. Reportedly the customer gave themselves a manual dose injection then went to the emergency room where they were subsequently hospitalized. At the hospital they were treated intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. The customer loaded a new cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.